Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unsure about the correction bolus feature and did not deliver a correction bolus. The customer's blood glucose (bg) level was 259 mg/dl. During troubleshooting with tandem technical support, the customer was able to enter bg value into pump and deliver the bolus.